Event description:
It was initially reported by the nurse that they had a new patient in the clinic today who recently moved in their area. Nurse indicated that she could not interrogate the patient's generator. They tried interrogating with two different programming system but they still could not establish communications. Patient indicated that the device had not fired for a long time. The cause of problem is unknown at this time. Good faith attempts to obtain additional information have been unsuccessful till date.